Manufacturer narrative:
(B)(4). Device evaluation: one unit was received. Examination of the unit confirmed the yellow coil cap separated from the lv cover. The assignable cause was a manufacturing defect. Additional: a batch review was performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the coil cap was separated from the housing when it was taken out of the carton. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.